Event description:
The facility records indicate the following: in 2009, and on days thereafter, performed mammograms using a processor with its mid/density/speed qa numbers out of compliance; the non-compliance was a result of reading the wrong set of numbers on the x-rite mammo qa densitometer, and the following month, mislabeled a patient's current mammograms with a different patient name than the comparison mammographic films. The facility's rules and regulations require that applicants for certification and individuals certified and/or registered by the facility abide by specific standards of minimally acceptable professional conduct. A violation of the facility rules and regulations and/or the standards of ethics may indicate a lack of acceptable conduct for the purposes of determining fitness for certification or registration. However, in some situations, technologists may be considered eligible if they meet predetermined conditions acceptable to the facility. I am responding to a letter I received from the facility on november 23, 2009, questioning the manner in which I conducted myself with regards to mammography as a radiologic technologist. I believe mammograms were performed while the processor was out of compliance; however, this covered multiple weeks and multiple employees and began with crossover not being done in an appropriate time. Since I have been terminated from my position, I have very few documents to substantiate my rebuttal. Also, I was not aware of any non-compliance issues until november 1, 2009. Any information or education I have received since then has been independent from any information I received from our lead mammography tech/qc tech. Any conclusions about the integrity of the mammography department and/or the lead mammography tech during and after my employment have been arrived at by my own education and research. Any errors I may have committed were made under the direct supervision of the lead mammographer and her recommendations as to the proper procedures I was to follow. I see many mistakes made by myself and other employees in the department, and they are listed below: I am not a certified mammography technologist and operated under the practices of another rt (m). I should have insisted that a training policy/procedure be created so that competency in all areas of mammography could be documented. I should have insisted that a policy/procedure be created with the x-rite densitometer after our acquisition. I should have pursued the questions I had in regards to the x-rite densitometer. I should have questioned the crossover procedure sooner and should not have done mammograms until I had a clear understanding of its purpose. I should not have done mammograms after proving the information I was given about crossover was incorrect or until a clear solution was determined by the other rt. I should have questioned and researched the purpose of the phantom, as a remedy to crossover not being done, and should not have done mammograms until its purpose was clear. In summary, I take responsibility for mammograms that were performed while the processor/qc was out of compliance. This situation, however, was not a malicious or intentional act. I relied on the expertise of a certified monographer whose reasonability was to train me. I feel that lack of training and the incompetence of the lead mammographer have both contributed to the events in question.